Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system return bin bottom drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed on site that the matrix bins were able to open. The fse inspected the back side of the matrix bins to ensure no medication was obstructing movement and verified that all cables were properly connected. The pharmacist was then able to open the matrix bins successfully. The system functioned as intended after the field service engineer investigated the issue.